Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by mfg: unit was received for analysis after decontamination. Visual inspection revealed a kink in the device approximately 13 mm from the distal tip in the neutral position. The kink is between ring 1 and ring 2. The tip and ring 1 seals were compromised; there was body fluid present on the tip and ring 1 edges. The strain relief is bent in a curve. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection revealed the catheter was placed on the curve template and the device did not pass the left curve test; the tip did not reach the shaded area of the template. The catheter did pass the right curve test, however there is a kink in the distal end approximately 13 mm for the tip. Dissection of the distal section revealed a very small amount of body fluid in the interior of the sheath. The kevlar wrap was displaced and the center support was bent. One steering wire was detached and had retracted under the kevlar wrap. There was evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 21feb2017. It was reported that the catheter was kinked in the distal section resulting in difficulty maneuvering. During an ablation procedure for atrial flutter, in conjunction with the cavo-tricuspid isthmus, the catheter was kinked in the distal section resulting in difficulty maneuvering. There were no patient complications and the procedure was completed with the same device. The patient's condition was stable. However, returned device analysis revealed the tip and ring 1 seals were compromised.